Event description:
Healthcare professional reported a lap-band system port "leak." The port was removed and replaced.

Manufacturer narrative:
The access port connector associated with this report was not returned with the lap-band system by the reporter. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergen regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."